Event description:
The patient had a sacral neuromodulation device on the right side 3 1/2 years ago. She is having increased frequency/urgency. Upon evaluation of her device, it is noted that her battery is dead. She is now coming in for outpatient replacement of same. Findings at time of surgery: the impulse genertor was about two centimeters through the skin. A new generator was placed at four centimeters with no complication.